Manufacturer narrative:
The lead was returned. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis by x-ray confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The off-label use allegation (30+ turns to deploy helix) could not be confirmed by lab analysis, but was assigned a cause code based on the field report.

Event description:
It was reported that this right atrial (ra) lead was attempted to be implanted. The lead was operated for about 50 rotations and the helix would not extend and the physician suspected that it was defective. The issue was solved implanting another lead. The lead was removed before pocket closure. Additional information from the field representative revealed that the issue was solved implanting another lead. No adverse patient effects were reported. The lead was returned and analyzed.